Event description:
The event is reported as: alleged issue: the very tip has broken off. The missing tip is not in the animal and very small. No animal was injured due to this. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report. A f/u report will be sent when investigation is completed.